Event description:
This lv lead was implanted on (B)(6) 2011 and was capped on (B)(6) 2017. A call was placed to technical services on (B)(6) 2017 in which it was stated that it took 9-10 minutes before rvp-lvp observed post cardiversion and they needed to wait for the rate to slow and then biv pacing was observed as expected. The physician was dr.(B)(6) at (B)(6) center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).